Event description:
Subsequent to the previously filed report, additional information reported that the failure to cross was incorrectly reported. The graftmaster covered stent was accidentally dropped and fell on the ground. No additional information was provided.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the complaint handling database was not performed because the failure mode was not specified. The investigation was unable to determine a conclusive cause for the reported difficulties as a failure mode was not reported and there were no reported adverse patient effects. There is no indication of a product quality issue with respect to manufacture, design, or labeling. H6 correction: patient code 2199 removed, 4656 added. H6 correction: medical device problem code 2524 removed, 3189 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat perforation of a moderately calcified, heavily tortuous right coronary artery that is 90% stenosed. The 3.50x19 graftmaster rx covered stent failed to cross the lesion due to anatomy. An unspecified balloon was used to treat the perforation. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.